Event description:
It was reported that the charger required longer than usual time to charge the ilet, though charging still completed, and a replacement charger was sent while advising that device logs could be reviewed for battery depletion if the issue persists. Symptoms included no alarms and no clinical effects. Outcomes included no impact on therapy, no medical intervention, and no hospitalization. Investigation included customer interview and device history review, with planned log review if the problem continues. Investigation of this case revealed a suspected charger performance issue affecting charging efficiency without interruption of device operation. It was concluded, based on previously established findings for similar reports, that the cause was likely normal wear or degradation of the external power accessory.